Event description:
The customer reported that the display freezes during measurement. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was placed in a burn in oven at 35 degree celsius while obtaining measurement for 3 hours and it functioned as designed without any issues. The customer's complaint was not duplicated.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the display freezes during measurement. No consequences or impact to patient were reported.